Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification)UDI), and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced and a system checkout was performed after replacing the computer. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. -the suspect computer has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure after successfully placing the screws, when the system was being turned off the navigation system became unresponsive on the bios screen. As a precaution the system was rebooted after a force shutdown but the boot up failed as the system became unresponsive during the boot-up process. A no signal was displayed after several reboots. The procedure was completed with the use of navigation. There was no delay to the procedure. No impact on patient outcome.